Manufacturer narrative:
As reported, the inner package of the 3dmax light mesh was not sealed properly. Photo evaluation finds that the pouch appears to have been opened from the manufacturing seal end opposed to the chevron end as intended. Photo review does not assist in determining root cause. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, the inner packaging of the 3d max light mesh was found to be not sealed properly. It was reported that another mesh was used to complete the procedure. The outer packaging was intact and properly sealed before opening. There was no reported patient injury.

Manufacturer narrative:
As reported, the inner package of the 3dmax light mesh was not sealed properly. Photo evaluation finds that the pouch appears to have been opened from the manufacturing seal end opposed to the chevron end as intended. Photo review does not assist in determining root cause. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Addendum: this supplemental MDR is submitted to document the sample evaluation results and to correct the lot number. Evaluation of the returned sample finds the tyvek pouch to be open as received. An inspection of the entire pouch and sealing area confirmed that the pouch was properly sealed and its integrity was intact. The most probable root cause is the tyvek pouch was manually opened at some point after distribution likely at the user facility. No manufacturing anomalies were found. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Corrected fields: d4 (corporate lot no., UDI no.), h4 (device manufacture date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, the inner packaging of the 3dmax light mesh was found to be not sealed properly. It was reported that another mesh was used to complete the procedure. The outer packaging was intact and properly sealed before opening. There was no reported patient injury.